Manufacturer narrative:
Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be process and considered accordingly the information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
A device was given to the manufacture representative by a clinic. The paper work indicated that the patient was deceased. Information identified in the manufacture's data base indicated the patient died approximately four months post implant of the replacement cardiac resynchronization therapy defibrillator (crt-d). A cause of death has been requested and not received. No further information was provided to the representative. Cause of death has been requested and not received.